Manufacturer narrative:
(B)(4). Evaluation results and conclusion: 99% stenosis, little calcification. Evaluation summary: the distal tip was flared and slightly bunched, indicating that it may have been stubbed during advancement. It is possible that the balloon material may have come into contact with calcified plaque in the vessel and/or at the lesion site during advancement, which resulted in the reported leak on pressurization of the balloon.

Event description:
A 3.0mm diameter x 24mm length driver spring rapid exchange (rx) stent was deployed. However, it is reported that the balloon ruptured whilst being inflated when it reached 6 atms. It was confirmed that no abnormalities were noted during preparation of the device prior to use. The procedure was completed using a competitor's balloon. There was no health hazard caused to the pt and no other clinical sequelae were reported.